Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a bipap auto biflex device. The manufacturer received information from the patient representative alleging ¿death¿. The patient representative reached out to inquire about the process or returning the CPAP machine due to the patient's death. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. A bipap auto biflex w/hthum sysone60srsdom device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed no evidence of foam particles. During the evaluation, there was dust contamination found in the device. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a bipap auto biflex device. The manufacturer received information from the patient representative alleging ¿death¿. The patient representative reached out to inquire about the process or returning the CPAP machine due to the patient's death. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.